Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor failed pulse testing and the response buttons were not functioning properly. The cause of the failure was isolated to contamination on the j1004 and j1005 connectors and the sd card slot. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor won't power up.